Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi results and error messages (e-5). Daughter is calling on behalf of the customer, she gave to her mother insulin an hour prior of the call and meter was showing error message after it (e-5). Daughter states that mother is normally very sick but can't tell if her symptoms are related to her diabetes or due to mother's other ongoing health conditions. During the call a back to back blood test was not performed. The test strip lot manufacturer¿s expiration date is 08/31/2021. The open vial date and product storage location was undisclosed. The meter memory was not reviewed for previous test result history. Daughter disconnected the call.

Manufacturer narrative:
Sections with additional information as of 7-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-18: user has high glucose value.